Event description:
It was reported that during the procedure the cage cracked during impaction. It was removed and replaced with an alternate cage that also cracked. The surgeon left the second implant in place and applied anchor plates to finish the case. There were no reported patient impacts.this is report two of two.

Manufacturer narrative:
Additional information in h6: results and conclusions codes. The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent reference report 3004788213-2019-00284.

Event description:
It was reported that during the procedure the cage cracked during impaction. It was removed and replaced with an alternate cage that also cracked. The surgeon left the second implant in place and applied anchor plates to finish the case. There were no reported patient impacts. This is report two of two.